Event description:
Unit shut down while on external battery. Ed stated this event occurred sometime ago. Device was sent to new tech and held there for awhile. Patient uses/used a walker with external battery to walk to school (in same homecare building). Patient was bagged during the ventilator switch. Inop alarm did not sound. There was no patient harm.